Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The blood glucose of the customer was 433 mg/dl. The customer was unable to calibrate. The customer declined the high blood glucose troubleshooting. The customer had no symptoms related to high blood glucose. The device will not be returned for the analysis.